Event description:
It was reported that the pt could not adjust stimulation. The pt reported that her implantable neurostimulator (ins) was moved deeper under the muscle last month. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).